Manufacturer narrative:
Received limited information that a serious adverse event had occurred on (B)(6) 2018. However, manufacturer was not aware that event may have been related to tryton device until 10/1/2018. Therefore, manufacturer considers 10/1/2018 to be the aware date. Results: trend analysis did not reveal an unfavorable trend. Examination of the lot history record showed that the lot passed all acceptance criteria.

Event description:
Patient presented with unstable angina. Catheterization showed 70-80% in-stent restenosis in the diag. Diag was a small vessel which was decided to treat medically. Relation to tryton device was described by investigator as "highly probable." Patient outcome was recovered/resolved with sequelae. What was the target lesion (mv and sb)? Mv - 13-mid lad, sb - 15-1st diag. What was the medina classification? 0,1,1. What was percent stenosis? Mv - 90%, sb - 80%. Was the device used for a chronic total occlusion (total occlusion > 3 months)? No. What was the degree of calcification (none/low/medium/high)? None. What was the degree of tortuosity (none/low/medium/high)? None. What guide catheter (size and type) was used? 6f forte. Did the device prep normally (i.e. Maintain negative pressure)? Yes. Was there any resistance/friction while inserting the balloon through the rotating hemostatic valve? None. Was there any resistance/friction while inserting the balloon through the guide catheter? None. Was predilatation performed prior to attempting to place the tryton stent? Yes. Was there difficulty reaching the lesion? No. Was there difficulty crossing the lesion? No. Were multiple dilatations performed during the attempt to place the tryton stent? No. What was the final patient outcome? Mv - 0%, sb - 0%.